Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer reported the alarm occurred during normal use. Customer stated the pump is alarming at time of call. Customer stated bought a pack of 4 and have gone through 3. Customer stated that battery out limit came up and then cleared and it'd re-occur again and after meals it continue to re-occur the alarm. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan and treat.